Manufacturer narrative:
Per the clinic, it was reported that there was an extrusion of receiver / stimulator. This report is submitted on october 28, 2021.

Manufacturer narrative:
This report is submitted on september 22, 2021.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2021 for an abscess at the left cochlear implant. The patient was treated with IV and oral antibiotics for 7 days (specific date not reported) however, the issue did not resolve. On (B)(6) 2021, the patient underwent a skin revision due to an exposure of the left cochlear implant and subsequently was treated with antibiotics for 10 days (specific date and type not reported). On (B)(6) 2021, the patient developed a wound dehiscence. The device was explanted due to infection (date not reported). Reimplantation is planned but has not taken place as of the date of this report.